Event description:
The distributor reported that during a patient procedure the handle on two of their advance capsule endoscope delivery devices broke. The second capsule was positioned with a netted device and the procedure was completed successfully. No report of procedure delay or injury.

Manufacturer narrative:
The distributor reported that the part of the device that had detached was the snap cap. The two advance capsule endoscope delivery devices subject of the reported event were disposed of by the user facility. As the devices were disposed of by user facility personnel, steris is unable to determine the cause of the reported event. In-service training was offered to the user facility on the proper use and operation of the advance capsule endoscope delivery device however, the user facility declined. The device history record was reviewed and no abnormalities were identified. A complaint review for this lot was conducted and indicates this to be an isolated event. No additional issues have been reported.